Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address stem subsidence. Doi: (B)(6)2004 - dor:(B)(6) 2009. Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, discomfort, inflammation, difficulty ambulating, and loosening. The liner and head are now being reported to address these issues. The side has also been provided.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1067484, 1057702, and 1165048. A search of the complaint database finds additional reported incidents against lot code 1166229 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.